Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery fail after a new battery was installed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 229 mg/dl at the time of incident. Troubleshooting was done for alarm but only partially as customer did not want to continue troubleshooting. Customer requested a new battery cap and was advised that one would be sent to him. No further information was given.